Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment, fluid was noticed leaking out of the bottom of the cycler. The origin of the leak could not be identified. Pt had no ill effects. Sample was disposed of by the pt; sample is not available.